Event description:
The pt experienced no left-sided stimulation despite multiple reprogramming attempts. The lead had migrated to the right. The lead was revised. There were complications (not specified) during the surgery. The pt experienced a cerebrospinal fluid leak. Since revision, neurostimulation provided adequate relief, but was not covering all the pt's painful areas. Programming adjustments were ongoing to improve areas of coverage. A follow-up report will be submitted if additional info becomes available.